Event description:
It was reported that the fit and placement of two(2) size 8 lpc, low pressure cuffed tracheostomy tubes was unsatisfactory and caused minor discomfort. This was initially detected after the devices were in use approximately one (1) day with increased discomfort occurring over the next several days. Both of the 8lpc devices were extubated and replaced after six(6) days total usage. There was one (1) patient involved with no reported patient injury. Three (3) 8 lpc devices were returned to the manufacturer for decontamination, analysis and investigation on 4/27/1998. Device evaluation results are recorded on section h. Of this report.